Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse removed the integrated multisensor technology (imt) module and cleaned the rotary valve, aligned the module, performed a power flush, ran a check 1, reset instrument and ran daily controls. Headquarters support center (hsc) reviewed the data for this issue. The data indicates high sodium patient and quality control (qc) recovery, negative fluid deltas, high na standard deviation measurements and a low pump rate for the imt. The data reviewed indicated a need for imt maintenance, which was performed by the cse . The cause of the discordant, falsely high sodium results is due to an imt maintenance need that was resolved by the cse. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely high sodium (na) results were obtained on multiple patient samples on a dimension vista 1500. The initial results were reported out to the physician(s). The results were not questioned. The customer reviewed the result data for a patient and noticed a delta check failure, indicating result did not match with results previously obtained for that patient. The customer performed a look back on other patient results. The customer repeated the samples on another dimension vista 1500 instrument, resulting lower. Corrected reports were not issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium results.